Manufacturer narrative:
Section h3: additional information: manufacturer's investigation conclusion: the reported event of the system controller ¿showing intermittent half pump running symbol with inability to see pump parameters via system controller or system monitor¿ was not confirmed. The system controller (serial number unknown) was not returned for analysis, and no additional files were associated with the reported event. The system controller was exchanged. The root cause of the reported event was unable to be determined through this analysis. Reports of similar issues will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the system controller was not provided. Approximate age of device cannot be determined as serial number was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the primary system controller was showing intermittent half pump running symbol with inability to see pump parameters via system controller or system monitor. The pump was running intermittently and was heard on auscultation. System controller was exchanged. The serial number of the exchanged system controller cannot be provided and the driveline was removed from the system controller. The device will not be returned for evaluation.